Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Unit functioning properly. Power error detected alarm noted due to connector resistance issue electrical board.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm and a recurring replace battery alarm. Blood glucose level at the time of the incident was not provided. Customer competed troubleshooting. The customer agreed to return the product for analysis.